Event description:
It was reported that during a meniscus repair surgery, the t2 of two(2) fast fix devices could not be deployed. The procedure was successfully completed using a back-up device, it is unknown if there was a surgical delay due to the reported event. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).

Manufacturer narrative:
H10: h2: additional information: h6: health effect - impact code. H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of device one showed the t1 off the device but still attached to the suture. The t2 is still in the channel, at the distal end of the needle. The variable depth straw was not returned. There is bio debris in the needle and on the implant. A visual evaluation of device two showed the t1 off the device but still attached to the suture. The t2 is still in the channel, at the distal end of the needle. The variable depth straw was not returned. There is bio debris in the needle and on the implant. A functional evaluation of device one, using a simulation meniscus, showed the t2 will not deploy as intended. A functional evaluation of device two, using a simulation meniscus, showed the t2 will not deploy as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with component failure. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Corrected data: a1: should be read as blank. G5: 510k number.